Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa type was described as a windsock type with proximal pectinate. A watchman truseal access system and 24mm watchman flx closure device were used. The closure device was deployed in the laa using the combination method to ensure alignment with the ostium. The release criteria was assessed upon deployment. All criteria were met. The closure device showed less than 1/3 shoulder and compression. There were no leaks and there was tissue apposition in all views. After reviewing the release criteria, it was decided the closure device was safe to release. Upon release, the closure device immediately migrated proximal in the appendage and no longer was stable. While getting equipment ready to retrieve it, the closure device embolized into the la and eventually into the left ventricle. After many attempts at snaring, the closure device was surgically removed. The surgery was successful and the patient was stable. The following morning, the patient was extubated and followed all commands. The patient has since been discharged.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa type was described as a windsock type with proximal pectinate. A watchman truseal access system and 24mm watchman flx closure device were used. The closure device was deployed in the laa using the combination method to ensure alignment with the ostium. The release criteria was assessed upon deployment. All criteria were met. The closure device showed less than 1/3 shoulder and compression. There were no leaks and there was tissue apposition in all views. After reviewing the release criteria, it was decided the closure device was safe to release. Upon release, the closure device immediately migrated proximal in the appendage and no longer was stable. While getting equipment ready to retrieve it, the closure device embolized into the la and eventually into the left ventricle. After many attempts at snaring, the closure device was surgically removed. The surgery was successful and the patient was stable. The following morning, the patient was extubated and followed all commands. The patient has since been discharged. It was further reported via patient advocate that the patient passed away in (B)(6) 2021.

Manufacturer narrative:
A2: date of birth - correction from (B)(6) 1930 to (B)(6) 1930. B2: date of death- estimated as (B)(6) 2021 as the date of death is unknown, but it is known the patient passed away in (B)(6) 2021. B5: updated.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. The laa type was described as a windsock type with proximal pectinate. A watchman truseal access system and 24mm watchman flx closure device were used. The closure device was deployed in the laa using the combination method to ensure alignment with the ostium. The release criteria was assessed upon deployment. All criteria were met. The closure device showed less than 1/3 shoulder and compression. There were no leaks and there was tissue apposition in all views. After reviewing the release criteria, it was decided the closure device was safe to release. Upon release, the closure device immediately migrated proximal in the appendage and no longer was stable. While getting equipment ready to retrieve it, the closure device embolized into the la and eventually into the left ventricle. After many attempts at snaring, the closure device was surgically removed. The surgery was successful and the patient was stable. The following morning, the patient was extubated and followed all commands. The patient has since been discharged. It was further reported via patient advocate that the patient passed away in (B)(6) 2021.

Manufacturer narrative:
B2: date of death- removed since closure device was not implanted at the time of death h6: removed death impact code since closure device was not implanted at the time of death.